Manufacturer narrative:
The technician isolated the issue to the hydraulic manifold. He replaced the hydraulic manifold to repair the bed.

Event description:
The account's maintenance stated the bed is drifting at the foot hi/low and drifts down overnight.